Event description:
It was reported that as the user opened the sterile package, the probe appeared to have an exposed sample chamber. The needle was not used on the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The complaint sample was returned for eval. The device was visually inspected and no apparent defects were noted with the exception that the hub notch was exposed. The stylet moved freely within the cannula. The needle was placed in a magnum driver and there was a gap at the sample notch. It was also noted that it was possible to move the stylet back and forth within the hub. Several measurements were taken and it was determined that the vl dimension exceeded the upper limit, which would account for a gap observed at the sample notch. The complaint is confirmed. Gaps at the sample and hub notches, along with a loose stylet hub, were found during the sample eval. The investigation concluded that loose stylet hubs were the result of a combination of factors, mainly supplier related. Multiple corrective and preventive actions have been identified and implemented. The current IFU states: precaution: before using, inspect the needle components for damage. Do not use if the needle components are damaged. Precaution: if collecting multiple samples, inspect the needle for damaged point, bent shaft or other imperfections after each sample is collected. Do not use if any imperfection is noted.